Event description:
(2/2, reference (B)(4) for related complaints) (documenting pump serial number (B)(4)). It was reported that a primary audible alarm on 2 medfusion 3500 pumps: serial number (B)(4) was experienced. She has changed the interconnect boards on both of them twice and has replaced the speaker twice on one pump and once on the second pump but they continue to have issues. She does not know what to do to fix this problem and needs help.